Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient had experienced hyperglycemia and hypoglycemia while on pump therapy. Reportedly, the patient¿s blood glucose (bg) was as high as 300 mg/dl with extreme thirst and drowsiness and was at 46 mg/dl with confusion and was unsteady when standing and walking. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter stated that there was an inaccurate delivery issue with the pump. Customer technical support agent reviewed the potential causes for inaccurate delivery and determined that all bolus and basal deliveries were correct and as programmed. Review of potential causes for bg issues revealed that the patient had an unspecified illness and recent changes in stress level. Further review showed that the patient failed to respond to an alarm in a timely manner and had over corrected for the high bg excursion. The reported bg excursions met the criteria for serious injury. This complaint is being reported based on the allegation that the event caused by diabetes management factors as well as a use error in that the patient did not respond to an alarm in a timely manner.

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2016 with the following findings the pump's black box data from the date of the event had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump was able to perform the prime steps with no warnings or alarms occuring. The pump passed a delivery accuracy test and was found to be delivering within the required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.